Manufacturer narrative:
The device history record (DHR) was reviewed showing the product was released accomplishing all quality requirements. No samples nor photos were returned for evaluation. Without the physical samples, the true root cause could not be determined. No corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported inaccurate and inconsistent reading from the electrode.